Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture at maximum outputs shortly after implant. There was also a small decrease in impedances, but all other measurements were unchanged since the recent implant. The rv lead was repositioned successfully and all values were stable. The patient is not dependent. No additional adverse patient effects were reported.